Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 11-nov-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The lens was found overridden in the cartridge and the cartridge tip was damaged. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge and lens module, indicating that an excessive amount of ovd may have been used, which could contribute to the complaint issues reported. The handpiece and plunger rod were inspected and no issues were identified. The lens was removed from the cartridge, cleaned, and damage was observed on the edge of one haptic and the other haptic was detached. No further issues were identified. Dimensional inspection was performed on the remaining haptic confirming that the haptic width and haptic thickness were manufactured within specification. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "stuck in cartridge" was not identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) became stuck in the injector, and one of the haptics was found loose into the patient's eye. The issue was resolved by removing the loose fragment and implanting a replacement iol. No additional patient complications or delays in daily activities were reported. Through follow-up, we learned that the mentioned delay was not clinically significant. No sutures or incision enlargement were needed following the removal of the iol haptic. The patient is clinically fine and will be examined during the upcoming follow-up visits. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: photographs provided by the customer were evaluated. The photographs show the complaint handpiece with the plunger rod fully advanced. The plunger rod was observed to be protruding out of the cartridge tip. No damage to the plunger rod or cartridge were observed. Due to photographic quality and no product received, no further issues could be identified. No further evaluation was performed. The complaint issue "stuck in cartridge" and "haptic detached" could not be confirmed during photograph evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.